Manufacturer narrative:
Updated fields - b4, d1, d4 (version or model, catalog, unique identifier (UDI)), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - h6 (medical device ¿ problem code) a getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse performed a preventive maintenance (pm). All tests on the checklist passed.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site state - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use cs300 intra aortic balloon pump (iabp) was not showing helium pressure on the manual gauge after changing tank. Pump was alarming low helium. There was no patient involvement.